Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went through 3 sensors that day due to sensor errors. The customer was also having no delivery issues. Customer's blood glucose level was over 600 mg/dl. The customer changed out everything and her blood glucose level went down to 586 mg/dl. She treated her blood glucose level with multiple daily injections. The device was not returned.